Event description:
Md was beginning the set up of a patient's shoulder injection when she noticed that the syringe used to draw up lidocaine was cracked. The same md had the same thing happen a week prior while setting up another procedure. Another md at a nearby facility also had this happen to her with the same kit. The crack was not identified in this instance and the lidocaine shot across the room. In this event, the reporter of this event has spoken to the vendor and the vendor came to pick up the syringe and to take a look at it last week.